Event description:
It was reported that the reservoir of a large volume infusor was found with particulate matter. The device was filled with levobupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been initiated to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was manufactured between april 26, 2012 and april 27, 2012. Evaluation summary: the device was received for evaluation. Visual inspection revealed that there was a solid white particle approximately 0.15 mm in size, floating in the solution of the bladder. The particle was in the fluid path. Fourier transform infrared spectroscopy identified that the particle was made of acrylic. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.